Event description:
It was reported that customer¿s father stated pump battery took a long time to charge, required daily charging, and was being charged with a non-original cable. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.